Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported inflation issue and balloon rupture were confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents for this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada balloon was treating an upper arm fistula with moderate calcification. The device advanced without an issue to the treatment site and inflation was attempted. The balloon failed to inflate and a hole in the device was suspected. The device was removed without issue. There were no adverse patient effects and there was no clinically significant procedural delay. Another device used in replacement. There was no additional information provided.